Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Per-email notification, zoll customer support was notified that an (B)(6) female patient was treated on (B)(6) 2014. Dual lead noise and artifact contributed to the false detections. The patient was treated twice during sinus tachycardia with noise and artifact at 08:15:56 and 08:16:40. The post-shock rhythm of the first treatment was sinus tachycardia with noise and artifact. The post-shock rhythm of the second treatment is unknown due to noise and artifact. It was reported that the patient was fine following the treatment, but the patient's skin was marked. The response buttons were not pressed during the entire event. The patient was taken to her doctor's office and ended use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient was taken to her doctor's office and ended use of the lifevest. Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. Upon investigation, the monitor and electrode belt were fully functional and able to detect and treat a patient. Device manufacture date: monitor sn (B)(4): reuse. Electrode belt sn (B)(4): 12/2010 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during (B)(4)). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.